Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported the patient's insulin pump experienced an occlusion alarm (alarm code in pump history: 2) during use of a cleo® 90 infusion set. Through troubleshooting with the distributor, it was determined that the cannula was bent. The patient's blood glucose levels were over 600mg/dl at the time of the event, and the patient had moderate traces of ketones. The patient's healthcare provider did not identify the ketones level as dangerous or life threatening. To address the high blood glucose levels, the patient administered a manual correction injection. The patient applied a new site and was going to resume pump therapy. No permanent injury was reported. See MFR: 3012307300-2017-01177 and 3012307300-2017-01178.